Manufacturer narrative:
Image analysis: three images were received for analysis. One image shows a device with "eb30" curve shape marked on the strain relief; the shaft appears kinked. Another image appears to show a device with a tortional kink on the shaft and the final image possibly shows two devices, though this is unclear, however kinking appears to be visible on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure three 6f launcher guide catheters were kinked on the proximal end when advancing the device in the vessel/across the lesion. A kink occurred in each device whilst in the patient. The lesions being treated were mildly tortuous and non-calcified located in the proximal/distal right posterior descending (r-pda) artery/ left anterior descending (lad) artery/ circumflex (cx) artery with 60-70% stenosis. The devices were inspected prior to use and prepped per IFU with no issues noted. The devices were not excessively torqued. No resistance was encountered when advancing the devices and excessive force was not used during insertion/delivery. No resistance was encountered during removal of the devices and excessive force was not used to remove the devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex b and annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.